Event description:
It was reported to philips that the azurion device c-arm was not moving. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the c arm was not moving. No service has been performed by philips since service has not been provided and the case has been coded and is closed. Based on service history review, the issue did not reoccur. The codes were updated based on the investigation outcome.